Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned implantable pulse generator (ipg) was analyzed and passed visual inspection and was able to charge in one four-hour charge cycle. However, the battery would quickly deplete and not hold charge. An analysis of the data log revealed a high depletion rate of 285mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes ipg unable to charge after back surgery was confirmed. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent ipg replacement procedure and was doing well postoperatively.